Manufacturer narrative:
H6 - medical device problem code 2017 clarifier - use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification and tortuosity in the renal artery with a 6.0x18mm 135cm rx herculink elite balloon expanding stent (bes). Reportedly during device preparation, the tip of the catheter was noted to have fallen off when the guide wire lumen was flushed; however, the device was still used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation (tip) was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. It was reported that during device preparation, the tip of the catheter was noted to have fallen off when the guide wire lumen was flushed; however, the device was still used to complete the procedure. It should be noted that per the rx herculink elite peripheral stent system instructions for use (stent inspection prior to use) specifies: prior to using the rx herculink elite¿ peripheral stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent is located between the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported material separation (tip). Factors contributing to a material separation include, but are not limited to, damage during manufacturing, interaction with accessory devices or inadvertent mishandling. In this case, it is possible that the reported material separation (tip) and observed bunched tip may have occurred due to inadvertent mishandling during sheath/stylet removal or during preparation of the device, however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: health effect - impact code 4648 removed; 2199 added.